Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis on ((B)(6) 2025). Symptoms reported include hyperglycemia, pain and nausea. The patient reports being unable to use their personal diabetes manager as the application was frozen an update and not responding. Once at the hospital the patient was transferred to the intensive care unit. The patient was treated with intravenous insulin. The patient was in the hospital for 5 days.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version. 3.1.1 cloud - operating system. N5004l-am-q-mv01602-06-01.06. Cloud - hardware n5004l. Cloud - cgm sensor type.